Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that following the elective procedure to replace this patient's device, this right ventricular (rv) lead was exhibiting pacing inhibition which resulted in 3-4 seconds of asystole for this patient. The clinical observations were noted via telemetry when the patient was rolling on her side to get on and off the bed. The patient noted feeling dizzy but stated she feels that way often. The issues could not be recreated during isometrics. A lead fracture was suspected and therefore, a revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.